Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian vein. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilation; however, upon inflating the balloon within the specified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another mustang balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material approximately 11mm proximal of the proximal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian vein. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilation; however, upon inflating the balloon within the specified pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another mustang balloon catheter. No patient complications nor injuries were reported.